Manufacturer narrative:
The investigation has determined that a lower than expected vitros creatinine (crea) result was obtained from a patient sample using vitros chemistry products crea slides lot 1545-3558-4616 on a vitros 5,1 fs chemistry system. The assignable cause of the event is unknown. Historical vitros crea lot 1545-3558-4616 results were within expectation, indicating that a vitros crea reagent related issue is not a likely contributor to the event. Additionally, it was confirmed that the initial and repeat crea results were obtained from same crea slide cartridge and that an acceptable qc result was obtained from that same crea slide cartridge. Furthermore, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros crea lot 1545-3558-4616. Therefore, an issue with the vitros crea slide lot 1545-3558-4616 in use is not a likely contributor to the event. A review of e-connectivity indicated that most of the assay results from initial testing were discrepant from the repeat results. In addition, the indices (hemolysis, icterus and turbidity) were significantly different between the initial and repeat testing. The difference in results would suggest the initial and repeat results were from 2 different samples. However, there was no further investigation of potential sample mix up. Pre-analytical sample processing could not be ruled out as a contributing factor of the event. It is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. As a diagnostic within run precision test was not performed, a vitros 5,1 fs instrument related issue cannot be ruled out as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected vitros creatinine (crea) result was obtained from a patient sample using vitros chemistry products crea slides lot 1545-3558-4616 on a vitros 5,1 fs chemistry system. Patient sample result of 0.9 mg/dl vs. The expected result of 2.6 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros crea result 0.9 mg/dl was reported from the laboratory. The clinician question the crea result and repeat testing occurred. A corrected report was issued for a crea result more aligned to the patients historical crea results. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).